Event description:
A report has been received where a dealer reported that the powered wheelchair is driving in a circle. There is no report of injury. The dealer was advised to replace the motor on the right. Please note any further information received on this incident will be filed in a supplemental report.